Event description:
Related manufacture reference number: 2017865-2023-16426. It was reported that the patient presented during leadless pacemaker procedure. During procedure, it was noted that the helix of the first leadless pacemaker was stretched. The reported leadless pacemaker was not implanted and the procedure continued with a second leadless pacemaker. It was reported that the helix of the second leadless pacemaker was also stretched. Both leadless pacemakers were not implant and the patient was implanted with a single chamber transvenous system on (B)(6) 2023. There were no patient consequence.